Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no lot number was provided. The type of failure described may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. Cause cannot be definitively determined. No lot numbers. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that when the surgeon pulled the glenosphere helmet off, one of the tabs fractured off.